Manufacturer narrative:
An investigation was performed to obtain any and all info pertaining to the option filter placement. Complaint sample evaluation: no complaint sample was returned to rex medical for further evaluation. Retain device evaluation: the rex medical engineering team visited their contract manufacturer, thomas medical products, to examine the device retains from this manufactured lot number. There were five retains kept from this lot of filter / cartridge assemblies. Visual inspection under magnification shows that all filters are loaded in the cartridge properly. Each filter apex is where it should be located - nearly flush with the cannula at the "femoral" arrow location. Root cause: due to the complaint sample not being returned to rex medical for evaluation, a definitive root cause cannot be determined. Conclusion: upon the conclusion of (B)(4) investigation, it was determined that the implementation for a new vision system to indicate proper filter loading into the cartridge is estimated for completion by (B)(6) 2010. The filing of this MDR report was completed once the final investigations and conclusions had been determined and closed out.

Event description:
As reported to us via a field complaint from our distribution partner: "the doctor placed the option filter through the femoral access with the cartridge properly in place. He deployed the filter and it was upside down. He removed the filter and placed a tulip filter".